Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/ palpability.

Event description:
Company representative reported "breast hypertrophy". This record is for an unknown side. The device was explanted and will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Company representative reported "breast hypertrophy". This record is for the left side. The device was explanted and will be returned.

Event description:
Company representative reported "breast hypertrophy". This record is for an unknown side. The device was explanted and will be returned.

Manufacturer narrative:
Corrected data: g.3. Aware date in supplemental medwatch 1 should have been listed as 06nov2025.